Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer requested to set up the tni-ultra method to run in duplicate and then have the centralink hold the results for review prior to release. A siemens customer service engineer (cse) was dispatched to the customer site. The cse carried out the setup as requested by the customer. The cse performed a total service call, replaced worn index pin, cleaned the surrounding area, replaced a cuvette kicker solenoid, cleaned up cuvettes, and replaced waste reservoir 3 elbow due to a small vacuum leak. The cse replaced the aspirate probes, all pinch valves, tubing and the separation manifold. The cse verified probe alignments and ran quality controls. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples ((B)(6)) and a discordant, falsely elevated tni-ultra result was obtained on one of two replicates ((B)(6)) on an advia centaur instrument. The discordant results of patient samples (B)(6) were reported to the physician(s), who questioned them. The two patients were admitted to the emergency room. The samples were repeated on the same instrument and an alternate advia centaur instrument, and both resulted lower. Sample (B)(6) was repeated on an alternate advia centaur instrument, and the result matched the second replicate obtained on the original instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.